Event description:
Reportable based on the product analysis completed on (B)(4) 2015. It was reported the during flutter ablation procedure in the isthmus, the blazer prime¿ xp kinked. The procedure was completed with a different device. No patient complications were reported and the patient status is stable however, the returned product analysis revealed broken adhesive, fluid under the rings and the shaft was ripped.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified a kink at 13mm from the tip while in the neutral position (between ring 1 and 2). In addition the ring#1 and #2 have broken adhesive and fluid under them. Finally the shaft is ripped at the kinked section. Functional inspection was performed and found the steering knob and the tension control knob functioned properly on both lock and unlock positions. Dimensional inspection was performed and found the right and left curves failed the dimensional test. An x ray analysis was performed and revealed the center support is broken. The handle was disassembled and the terminal stamping assembly looks fine. The tension screw is in nominal position. The device was dissected and the guide coil was inspected finding no issues on it. The distal section was dissected finding the center support broken at 13 mm from the tip. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).